Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The whitescreen error occurred when the user titrates only the rate when the device was delivering in the kvo mode. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical dept for an unk reason. No specific info, pump programming, or event details were provided. There were no reports of adverse pt events or delays in clinical use. During testing at the user facility, the device alarmed with a whitescreen error. No add'l info was provided.